Manufacturer narrative:
The customer called into technical support (ts) reporting that the device has a defective nav-ring, unresponsive or intermittent functionality. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The manufacturer's field service engineer (fse) was dispatched to the site and verified that the nav-ring was not functioning. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
It was reported that the ventilator's navigation ring is defective. There was no patient involvement.